Event description:
Boston scientific received information that the patient implanted with this device system endured a right shoulder surgery. During the post-operative device check, increased right ventricular (rv) lead impedance measurements greater than 2,500 ohms were observed. Sensing measurements were reportedly 3.3mv. It was noted that the rv pacing impedance measurements had been steadily increasing for the previous year. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.